Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states at the time of inspection, the power cable was found broken. The outer coating was ruptured and the inner copper wires were exposed. There was no patient involvement.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.